Event description:
The pt reported that his blood glucose levels have been ranging from 52 to 500 mg/dl and the doctor believed the pump was not functioning properly. He states that when his blood glucose level is in the high range, he has tested positive for ketones and feels nauseous. The pt said he has not used the pump to bolus for a month, just to deliver basal doses. The pt said he changes his tubing but does not always change the cartridge to check to see whether there is insulin remaining. The pt also questioned what an occlusion alarm indicates and denied multiple alarms. The occlusion alarm in the pump history was cleared. The pt refused to troubleshoot saying that his doctor felt the pump was malfunctioning and wanted the pump replaced.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. There is no evidence of a specific malfunction. No conclusions can be made at this time.